Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery ophthalmic artery branch with a max diameter of 8.2 mm and a 4.7 mm neck diameter. Landing zone: distal: 2.2 mm and proximal: 4.3 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Postoperative findings related to blood flow contrast showed no abnormalities. It was reported that including the prior preparation, the pipeline was used according to the instructions. The distance between the distal landing zone of the aneurysm was short, and expansion from the middle cerebral artery was planned. The middle cerebral artery was tortuosity, and the vessel diameter was narrower than the device diameter, so resheath was repeated 3 times, but the problem with the stent tip's deployment could not be resolved. The stimulator was changed from the middle cerebral artery to the ic top for the stent distal expansion position, and the placement was completed without any problems using the smaller stent. It was reported there was a deployment failure in the distal section of the stent. The pipeline was positioned in a distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed three or more times. There was no operation performed such as using another device to deploy the stent. The stent was removed from the patient by resheathing and retrieving with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepa red as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received reported there were no abnormalities with resistance during pipeline delivery or damage to the catheter. There was slight fraying to the distal section of the pipeline. Although the cause of the failure to open is not known, it is presumed that the cause was the large gap between the diameter of the device and the diameter of the blood vessel which were initially scheduled for a distal landing. The aneurysm was in th ophthalmic (c6) segment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.